Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pelvic and vaginal area pain as well as severe pain during intercourse. Plaintiff also suffers from painful urinary incontinence, urinary retention, lower abdominal inflammation and pressure. Plaintiff claims that pain is so severe that she is unable to move her body is certain positions without suffering from unrelenting pain. In addition to physical pain and discomfort, plaintiff suffers psychologically and emotionally.